Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
Added information to b2, b5, d6, h6.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted five (5) years, nine (9) months, was evaluated for valve-in-valve procedure due to unknown reasons. Through implant patient registry it was learned the 25mm 7300tfx mitral valve was explanted due to unknown reasons and replaced with a 27mm 11400m mitral valve. Concomitant coronary artery bypass was performed. Patient post-operative status noted as in recovery.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted five (5) years, nine (9) months, is being evaluated for valve-in-valve procedure due to unknown reasons.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.